Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "there was a case of distal end of radius , and hoffman compact bridging type disposable kit (4940-9-820) was used. During the surgery, one of the bar couplings was not bolted properly, and the surgeon was frustrated because he could not use it. He tried to turn the bolt with pliers, but it did not move. A previously used reused product was hurriedly substituted, and the surgery was completed. The surgeon demanded confirmation that the inspection process was done properly."

Event description:
As reported: "there was a case of distal end of radius , and hoffman compact bridging type disposable kit (4940-9-820) was used. During the surgery, one of the bar couplings was not bolted properly, and the surgeon was frustrated because he could not use it. He tried to turn the bolt with pliers, but it did not move. A previously used reused product was hurriedly substituted, and the surgery was completed. The surgeon demanded confirmation that the inspection process was done properly."

Manufacturer narrative:
Correction: please refer to d2a & d2b, d4 catalog, lot & gtin number, h5 & h8 the reported event could not be confirmed, since the returned device is conforming to specifications and is fully functional. The device inspection revealed the following: the received coupling showed normal signs of usage. On the underside of the coupling, slight dents can be seen. Other than that no major damage could be observed. A functional test was performed to check the proper functioning of the coupling. The bolt in the coupling could be easily turned both ways. Hence the coupling was found to be fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the issue is deemed to be user related. The device was found to be fully functional, hence most likely its an application error on the part of the user. If any further information is provided, the complaint report will be updated.